Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced difficulty inserting syringe needle into the cartridge fill port. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to resolve the issue by reinserting the needle.